Event description:
Pt having ptca on 10-02-97. Once venous sheath placed, used side port for ivf. All IV's and meds given through the side port. At the end of the case, noticed that stopcock was turned off to the sheath-therefore all ivg and meds infused into pt's drape. Pt did not receive heparin dextron, or neosynephrine or ivf bolus as ordered. Pt coded was transferred to ICU & intubated. Expired next day.